Manufacturer narrative:
Evaluation summary: a device history record (DHR) review was performed to the lot and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. One photo was provided by the customer. Visual evaluation of this photo showed a catheter over a surface. It was observed in this photo that the sample was outside of the original package and a section of the shaft of the catheter was crushed/kinked one centimeter below the cuff. The catheter did not show signs of use. One palindrome catheter was received for analysis and investigation. Visual inspection of the sample also showed a section of the shaft of the catheter was crushed/kinked. The reported condition was confirmed by the sample provided by the customer. Based on all gathered information, the most probable root cause for this issue can be considered as operator failed to follow process procedures. A corrective and preventative action was opened to further investigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: correction: device evaluated by MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while opening the package, a sharp crease was observed on the catheter near the cuff. This was noticed before use on a patient.